Manufacturer narrative:
The customer returned 1 vial containing 2 test strips for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. All testing with the returned strips produced acceptable results and no strip defects were observed. A batch record review was performed. No non-conformances were noted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). The initial result from a capillary finger stick was 19.6 mmol/l at 9:47 a.m. The patient was re-tested by capillary finger stick and the result was 7.4 mmol/l at 9:48 a.m.